Event description:
Pt called lfs in 2003 alleging the ot basic meter would not power on. No symptoms reported. No adverse event reported. The issue with the meter was not resolved. No further info has been reported. The meter has been replaced.